Event description:
It was reported by service report that the bed had no functions from either of the headend siderails and the footboard lid was missing screws. It was further reported the nurse call cables were frayed and wires were exposed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Pinched siderail cables; damaged nurse call cable. Missing footboard lid screws.